Manufacturer narrative:
It was reported that a female patient between 60 to 70 years old underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 7/24/2019. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. Both the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a female patient between 60 to 70 years old underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. On 6/24/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Initial visual inspection revealed no physical damage.this report has been upated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded; therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient between 60 to 70 years old underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase on the cavo-tricuspid isthmus, a steam pop occurred in the right atrium. Cardiac tamponade was then confirmed. All catheters were removed from the patient¿s heart and pericardiocentesis was required to drain an unspecified amount of blood from the pericardium. There was no need for surgical intervention. Reminder of the procedure was aborted. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to a biosense webster inc. (Bwi) product malfunction. Transseptal puncture was performed with a brk xs transseptal needle and an sl0 transseptal sheath. The power setting was of 40 watts and the contact force was between 30-70 grams. The catheter irrigation was set at 15ml/min. It was reported that after the cardiac tamponade occurred, catheter flushing was attempted, but the most distal part of the irrigation was not working. No error messages were observed on any bwi equipment. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were stability 3mm, 3sec, force 25% 3g, and tag size 2. The additional filter used with the visitag was ablation index 400. The color option used prospectively was ablation index.

Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 1/16/2020 and section h4 manufacture date has been updated with 1/17/2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
Upon internal review on 6/19/2020, it was discovered that there were h section details that were mistakenly omitted from the previous supplemental reports. The corrections are as follows: 1. Section h3 (device evaluated by manufacturer?) Has been updated to "yes". 2. The h6 coding, including the method, result, and conclusion codes were mistakenly omitted from the device evaluation supplemental. These codes have been updated accordingly within this supplemental. Manufacturer's reference number: (B)(4).